Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they are getting ¿no device found¿ (15) when trying to charge. Pt also mentioned they tried accessing the passive recharge mode (prm) (51) but that did not resolve. They stated it started having difficulty charging but now they are unable get it to charge at all. Patient services (ps) did not ask about the circumstances that led to the reported issue. Ps walked pt through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. They inserted the battery pack and confirmed controller is 40 percent and implanted neurostimulator (ins) is red/low. Pt checked for damage on recharger (rtm) and noted that there appears to be a crack in the paddle. Pt also added the juncture where the cord meets the paddle gets extremely hot when they attempt to charge. Pt blew in port of controller and wiped pins on the bottom of the rtm to ensure no debris. Pt then connected rtm and confirmed the screens 14, then 89 and then ultimately ¿no device found¿ (16).

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) serial number (B)(6) revealed a "no device found" message and chewed by animal, scratch marks on rtm donut. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.